Manufacturer narrative:
Na

Event description:
While performing preventive maintenance, the respironics service technician reported the ventilator failed extended self testing (est) repeatedly. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The service technician replaced the safety valve to correct the problem. Extended self testing (est) was completed and the unit passed per operating specifications. Initial review of the reported failure determined no risk to the patient due to the occurrence during pre-operational check before being placed into use. Upon factory failure analysis, inspection of the safety valve revealed evidence of contamination. Contamination of the safety valve may prevent it from opening. Failure of the safety valve to open during patient use would be likely to cause or contribute to a death or serious injury if the malfunction was to recur.